Manufacturer narrative:
Electrode belt (B)(4) was returned and investigated. The reported problem (adjust belt messages, unable to baseline) was able to be duplicated. Upon incoming the belt was unable to complete a baseline. The distributor found that u708, u713, and u700 out of tolerance in the distribution node (dn) pca and replaced. The root cause of the out of tolerance pins not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and was unable to complete a baseline.